Event description:
The customer reported that during a cardiac catheterization procedure, the pump alarmed for air in line and the bag of angiomax was noted to be empty much sooner than expected. Angiomax 250 mg/50 ml was started at 1326 with a bolus of 0.75mg/kg over 1 minute to be followed by a continuous infusion of 1.75 mg/kg/hr for approximately 30 minutes during the procedure. The catch lab nurse reported this usually results in a rate of about 35 ml/hr. The empty bag was noted about 5 minutes after the infusion was started. Nursing and pharmacy tried to recreate the event and the pump ran fine with no problem noted. Profile was critical care. The patient had no side effects and no medical intervention was required. Customer stated that no further patient/event information is available. Manufacturer's report number: 2016493-2013-00071.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.